Event description:
Additional information received reported that the pump and catheter were explanted and replaced on the (B)(6) 2012 with a new catheter and pump. The explanted products would not be returned for analysis as they were inadvertently thrown away by the healthcare provider (hcp). No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The patient's pump was implanted approximately 1 / 1.5 years ago. The patient later experienced a return / worsening of symptoms ap proximately around (B)(6) 2012; and the following was further noted: strong rigidity, convulsions, and crying crisis. Tolerance was suspected in the beginning, but reducing the dosage and adding morphine made her symptoms worsen; so drug tolerance was excluded. Currently a micro hole in the catheter was suspected. It was indicated that the physician would probably perform a catheter test with a radioactive tracer. No volume discrepancies were found at pump refills. The pump delivered baclofen and morphine.

Manufacturer narrative:
Product ID 8731sc, serial# unknown; implanted: (B)(6) 2011; explanted: (B)(6) 2012; product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc serial # unknown. Implanted on: unknown. Explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).